Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va083g4, implanted: (B)(6) 2013, product type: lead.

Event description:
The patient reported that her wires went out and everything that the initial hcp did was changed. This had occurred in (B)(6) 2014. Indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.